Event description:
Reportedly, the catheter was unable to sense right after the catheter was inserted. Follow up with customer, indicated that unable to pace right after the catheter was inserted. No patient complications.

Manufacturer narrative:
Device not returned.